Manufacturer narrative:
Product event summary: manufacturer's analysis noted that the programmer would quit abruptly at times and would not power-on when paired with the device. It was also noted that the cable of the device was damaged with exposed wires; the cable was replaced. The device passed final functional and system tests. No other anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.